Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilitation system was used during benign prostatic hyperplasia (bph) procedure on the day before. According to the complainant, the rectal temperature monitor (rtm) temperature readings were "off" and a staff member had to hold the rtm connector to the prolieve thermodilitation system during the entire case. After the case, the rtm was tested on a different prolieve thermodilitation system and functioned properly. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device used is unk; consequently, the expiration and MFR date of the device is unk. The serial number is unk; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.